Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 419 mg/dl. The customer stated there was a positive test for ketones as well. She stated that she thought that she was getting sick due to some illness that was going around her office. She was hospitalized in the intensive care unit for 28 hours before being discharged. She was not wearing the insulin pump at the time of hospitalization and had been off of insulin pump therapy for 28 hours, as well. She noted that upon removing the infusion set, no damage or issues were observed with the infusion set. She declined troubleshooting assistance for the matter, advising that her educator would assist her after the adverse event. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.